Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy that was initiated on (B)(6) 2013 at 22:52:10. During night drain cycle one, the patient's ultrafiltration reading was 2559ml, indicating the patient drained 2359ml more than their maximum programmed fill volume of 2500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at the initial drain and the I-drain alarm volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.